Manufacturer narrative:
Pt info - product usage when alleged defect was encountered is unk at the time of all this report. Per DHR the product concha neptune, serial # (B)(4) was manufactured on 12/30/2011. The DHR investigation did not show issues related to the complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the unit will not turn on.